Event description:
An integra sales representative stated that the stylet would only advance to the 5cm line of the catheter. The device was being checked before being provided to the user facility. A corrective field action has been initiated in 2009, to recall this lot of product.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.